Event description:
It was reported that during a lap gastrectomy procedure, three devices were used on this operation. When the first device cut the tissue, a bleeding occurred because of poor sealing. As for the second device, the tissue pad wore in an hour use. As for the third device, the tissue pad was detached off during the operation. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.